Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient's pocket was revised to move the position of the device and during a follow-up appointment thereafter, the tachycardia therapy was unexpectedly found to be programmed off. The device was reprogrammed back to monitor with therapy. This device remains in service. No additional adverse patient effects were reported.